Event description:
A surgeon reports that a patient experienced a black shadow like a halo following intraocular lens (iol) implant surgery. The lens was explanted and a different lens was implanted. The association between this event and the iol is not known. Additional information has been requested.